Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.

Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd drive pcb as defective. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd drive pcb. In addition, our technician confirmed that the electrical pin connector fluid damage, the insertion flexible tube coating damage, the lcb (light carrying bundle) broken, the insertion flexible tube compressed (short in length), the light guide cable buckled, the angle wire play, the bending rubber missing, the segment crushed, the operation channel (primary) leak, the root brace rubber (insertion flexible tube) cut, the root brace rubber (lg control body) cut, the distal body worn out, and the u/d and the r/l pulley wires worn out; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.